Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely causes of the distal cover falling off the scope are as follows: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. Chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the cover from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ a correction has been made to b7 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon review the this event has been assessed to be a malfunction only. Corrections to the following fields: b1 and h1.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell into the patient and was unable to be recovered. The distal cover was not able to be located in the patient. Additional information provided from the customer/nurse manger stated that the no interventions were performed to attempt to retrieve the distal cap from the patient. Per the customer, the patient did not experience any adverse effects and the patients current condition/health status is unknown. This complaint required 2 reports. The related patient identifiers are as follows: (B)(6). This medwatch report is for patient identifier (B)(6).